Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Implant date: (B)(6)-2009, (B)(6)-2010. It is reported that the patient was experienced intermittent back pain that caused her to walk bent over. The surgeon asked to take x-rays to patient. In (B)(6) of 2009, the surgeon diagnosed the patient with degenerative thoraclumbar kyphosis and scheduled surgery for (B)(6) 2009. On (B)(6) 2009, the surgeon performed surgery. The surgery involved: (1) posterior spinal instrumentation, t3 to s1; (2) posterior spinal fusion with auto-and allograft t3 to s1, and; (3) smith-petersen spinal osteotomies t5-t6, t6-t7, t7-t8, t8-t9, t9-t10, and t10-t11 and rhbmp-2/acs wa implanted. Following the surgery, the patient experienced more pain than she experienced prior to undergoing surgery with the surgeon. On (B)(6) 2010, the surgeon performed a second surgery and rhbmp-2/acs was also implanted. Following the second surgery, the patient developed severe neck swelling and a severe infection in the wound area. Further following the second surgery, the patient experienced the same pain she experienced prior to undergoing surgeries. On (B)(6) 2010, the surgeon performed irrigation and debridement of the wound and evacuation of hematoma and bone graft wherein rhbmp-2/acs was further implanted. Following the surgery,the patient began to lose strength in her legs and subsequently fell at home. During this time, she also developed a second infection, which created a huge mass of swollen pus around her wound site. She also began to develop a lump in her neck, which continued to grow. She is now in constant back and neck pain and requires the use of a wheelchair.